Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4). Product type: catheter. (B)(4).

Event description:
It was reported that following a pump replacement procedure on (B)(6) 2013, the patient was in the hospital "somnolent and lethargic." The healthcare provider (hcp) wanted the pump stopped on (B)(6) 2013, and was contemplating emptying the reservoir to do so. The reporter had no further details to report. Additional information has been requested, but was not available as of the date of this report.